Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3507375bc, lot #266710. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast surgery with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by mammogram. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 385cc gel breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 07/01/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).